Event description:
It was reported that the patient called to report feeling "boom, boom, boom" and beating all over the chest" when lying on their left side or bending over at the waist. Also, believed the device may have repositioned toward left arm since implanted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.